Event description:
Pt has multiple brain mets and lung cancer. Previously had brain resection, found additional mets. Treatment with leksell gamma knife occurred in 2002. Radiation oncologist reported that planned dose was 24gy to 50% isodose line, max dose 48gy. According to the radiation oncologist, a total of 7 lesions were treated, with the largest volume being 0.386cc. Non-elegant areas were treated. It is reported that cure is quite remote for the cancer, radiation toxicity is highly unlikely.